Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported an over correction of a patient's left eye following refractive treatment. Additional information received; the patient was undergoing photorefractive keratectomy as a touch up to lasik. The surgeon reports that a laser planning error occurred during a custom procedure and that the laser setting was changed without surgeon's knowledge. The patient reports poor near and distance vision.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. Review of the logfile for the day of treatment showed no error messages or warnings. During the start-up, the system passed all initialization steps without any relevant deviation. The energy was stable during the whole day. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. The device showed all relevant treatment parameters prior to treatment and were manually confirmed by the user. Clinical evaluation showed that a custom treatment option was used to perform a retreatment on a patient who already received laser vision correction for myopia in the past. Former myopic ablations will appear with a positive value for asphericity postoperatively due to the flattening effect of the laser and the influence of the transition zone within the examination area. The custom treatment option should therefore not be used for retreatments without setting the pre and post-op q-value to zero - especially for positive pre-op values. This is described within the product labeling. The user manual also states the possible range for the "target q" from -1 to 0. A change of asphericity (in this case from +0.72 to 0) will also have the effect of a refractive change. In this case, it adds tissue ablation in the center, similar to a myopic ablation. Hence, it adds to the desired myopic correction. It can be concluded that the software and laser system was working as intended and an influence of the laser system can be excluded to the greatest possible extent. The procedure did not follow company recommendations as stated in the product labeling. To the current knowledge, we can exclude that a product problem caused or contributed to the reported event of overcorrection. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling: the user did not follow the user manual as the pre-condition of the patient was a contraindication for custom treatments. As mentioned in the user manual, the planned positive asphericity was not accepted by the software and therefore set automatically to zero which lead to the refractive change. The user manually confirmed the data entered. The manufacturer internal reference number is: (B)(4).